Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unknown if there were deviations from instructions for use (IFU) in reprocessing steps. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The root cause of the reported event is unable to be determined. The event can be detected and prevented by following the instructions for use (IFU) section: IFU states the detection method in operation manual chapter 3 preparation and inspection IFU states the preventative measures in reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the wire on raiser bridge of the evis lucera duodenovideoscope was frayed. The issue was identified during maintenance. There was no patient involvement. The device was returned to olympus and evaluated. Upon evaluation, it was found that the air/water channels were contaminated with remnants of white crystallized contamination believed to be an infacol (simethicone) type product. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus. An evaluation of the returned device could not confirm the customer allegation. There were few additional findings during device evaluation. The light cover glasses adhesive was uneven and optical cover glass adhesive was worn. The distal end adhesive was lifting. The insertion tube was delaminated. The insertion tube had mechanical damage. The auxiliary port was damaged. The guide wire raiser angle was out of specification. The device exhibited low angulation. The device failed the electrical safety test. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.